Event description:
It was reported that an ilet device became unresponsive and could not be unlocked despite adequate battery charge, with the user providing photos and video; the issue was characterized as a key/button and touchscreen unresponsiveness on the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem affecting the touchscreen input functionality, consistent with a component-related failure of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.